Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing with early signs of fracture. This rv lead was surgically abandoned and successfully replaced with a new rv lead. No additional adverse patient effects were reported.